Event description:
A customer reported that on an unspecified date "in (B)(6)", the test did not start on her adc meter after a sample was applied to the test strip. As a result of this issue, the customer reported she experienced symptoms of "frequent urination, excessive thirst, leading to a (B)(6)". The customer self-presented to a doctor and was diagnosed with hyperglycemia. The customer reported the doctor "gave her pills for the (B)(6)". The customer self-treated with "metformin, 1000 mg". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips lot 1175341. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The test does not start issue reported by the customer was not observed. (B)(4).